Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of about high blood results. Consumer complaint of high blood results. Expected fasting blood glucose test result range is 140 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2015; test strips are expired since open date is more than 4 months. Recall test results performed fasting from meter memory: 405mg/dl, (B)(6) 2015, 04:24pm; 392mg/dl, (B)(6) 2015, 04:23pm; 266mg/dl, (B)(6) 2015, 05:06pm; 240mg/dl, (B)(6) 2015, 05:05pm; 153mg/dl, (B)(6) 2015, 05:27pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.